Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient needed help finding a surgeon to take the device out. Patient said the device had been dead inside of them for quite a few years. Pt explained the reason it went dead was because pt gave up charging in 2018. The reason why pt stopped recharging was because they had to sit once a week for 3 hours and it was not working. Patient said they know they were beyond time when device needs to be taken out but their surgeon dr. Michael creamer was no longer in network. Patient wanted to find a doctor in the orlando area that could deal with the device. Patient had tried 3 doctors on the website and they all said they did not do the device at all or they only did the trial. Reviewed to keep trying other hcps from the listings and also patient could try calling their insurance to get more listings. Redirected to healthcare provider to discuss whether they can jump start the battery, replace the implant or leave it in their body. Pt wanted to know if it was safe to leave the device in their body. Reviewed. Pt mentioned they did not have any pain. Patient called back and repeated the information in this case. Patient stated their implant died a year after they got it and since they never had pain they didn't bother with doing anything about it. Patient stated when they called last time they wanted to take the implant out, but the only doctor in their area was not within their network. Patient noted they decided to just leave the implant in. Patient stated now they are experiencing a possible cancer diagnosis and their oncologist wants to do an MRI, however, the patient was told previously they can't have an MRI with the implant dead inside them. Agent reviewed MRI compatibility information and MRI eligibility form. Agent also recommended patient's healthcare provider consult technical services. Pt called back again repeating information as documented in this case. Pt said that their device died back from 2017 and that they were told that they would have to get a MRI eligibility form, so they were calling to see if they were approved for the MRI as the MRI facility didn't know anything. Agent explained to the pt that the MRI eligibility form would come from hcp. Agent redirected pt to hcp. Additional information was received, it was reported that the caller was looking to confirm number of leads originally implanted with scs. Caller stated the ins and one lead were explanted "without issues" on (B)(6) 2024. Regarding reason for explant, caller read the following medical notes: patient (pt) stated the scs "helped a little"but overall, pain is well controlled and did not exceed a 3/10 on a daily basis. Caller stated the medical notes also indicate that "since the ins was discharged pt has been unable to get MRI since 2015". Caller stated pt wanted the scs removed so they could get MRI and the "fact it did not give her long-acting efficacy".

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.